Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss. All the components were removed and replaced with a new aus consisting of 3.5 cm cuff, a pump and a 61-70 cm balloon. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.